Event description:
It was reported that during the patient¿s anticancer treatment, a PICC catheter was successfully placed on (B)(6) 2026. During the catheter placement period, routine maintenance was performed every 7 days with no abnormalities noted. The catheter remained in place for approximately 40 days. On (B)(6) 2026, at 910 am, during routine maintenance, exudate was observed at the puncture site. Upon checking the catheter¿s functionality, fluid leakage was detected 1 cm from the puncture site when the catheter was withdrawn 2 cm. The catheter was trimmed, the connector replaced, and the catheter¿s functionality restored. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.